Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) ab2000-b / serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3 warnings: procedure: · as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: - bladder or prostate capsule perforation. The aquabeam robotic system was not returned for investigation of this complaint. The treating surgeon was unsure what caused the perforation. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of the aquablation procedure. Based on the information obtained through the treating surgeon plus a review of the treatment log files, DHR, and labeling the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6), 2023, a male patient with a substantial intravesical median lobe underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). The patient was reported to have a medical history of bph and had undergone a bladder stone removal procedure about four months prior to the aquablation procedure. The aquablation procedure itself was executed without any complications. The treating surgeon did not observe any untoward events immediately before or after the operation. The surgeon noticed the patient's abdomen had been slightly swollen. However, the surgeon did not remember its shape before the procedure. The surgeon noted that some patients show such swelling due to accumulated intestinal gas or fat. As a standard care practice, an ultrasound scan of the bladder was conducted following the aquablation procedure, revealing that the bladder was appropriately filled and functioning normally, which indicated no abnormalities during hemostasis or catheter insertion following the aquablation procedure. Subsequently, another bladder scan was conducted during the day following the aquablation procedure, and no abnormal fluid presence outside the bladder was noted. The patient's catheter was irrigated around midnight when it was obstructed, likely due to a clot. The following morning on (B)(6) 2023, procept biorobotics corporation (procept) became aware that the treating physician had observed fullness in the patient's abdomen. Subsequent CT scan confirmed the presence of an approximately 5mm perforation located on the posterior bladder wall, opposite side of the prostate in the bladder. A bladder repair surgery was immediately carried out (on the same day) to treat the perforation. The patient recovered well after the surgery and was discharged home on (B)(6) 2023, in a stable condition. Although the treating physician was unable to determine the causality of the perforation, based on all the examinations performed immediately post-aquablation procedure, and the exams performed hours after the cbi post the aquablation procedure, it was determined that this event was unrelated to the aquablation procedure itself or the utilization of the aquabeam robotic system. No malfunction of the aquabeam robotic system was reported.